Manufacturer narrative:
The following device was also listed in this report: v40 cocr lfit head 44mm/-4; cat# 6260-9-044; lot# mmrjtd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent head and liner exchange; per attending md, patient suffered from general discomfort/ pressure and groin pain. Update: "right side".